Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No frozen display, moisture damage under lcd screen, electronic assembly/motor, or numbers scrolling up noted. The device was received with normal operating currents and no alarms noted. The device had cracked case at display window corner, minor scratches on the lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area, and cracked reservoir tube lip.

Event description:
Customer reported via phone call, the numbers on the insulin pump started scrolling when she was attempting to program a bolus. She took the battery out, inserted a new one, and the device alarmed battery out limit. Currently the device was frozen and none of the buttons were responding and she is unable to clear the alarm. She didn't know blood glucose but did state 130 mg/dl. The device was exposed to sweat. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced due to the keypad issues. Customer agreed to return the device for analysis.